Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.00mmx15mm nc emerge® balloon catheter was advanced for dilation. However, during the procedure when the device was advanced, the proximal shaft was broken. The device was completely removed from the patient. No patient complications were reported and the patient's status was stable.